Event description:
Home pt (hp) reports "pain" between shoulder blades and in abdomen, due to infused air in peritoneal cavity. Hp reports pt line of homechoice set was not primed completely the night before, prior to treatment. Rn reports hp notified unit, and notes no medical intervention required as a result of incident.